Manufacturer narrative:
All info in sections a, b, d and e supplied by the MFR. No medwatch form received from user facility or international distributor.

Event description:
During lvad support, the pt experienced symptoms of bleeding requiring device explantation. The pt expired two days later.